Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's blood glucose was 400 mg/dl and they have enough insulin to treat until tomorrow. Customer stated that couple of days ago that she thought she over tighten the reservoir into the insulin pump but the insulin pump started making weird noises, stalls and stops. The customer was advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected motor noise or stalling anomalies were noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.